Event description:
Customer reports obtaining results of 489mg/dl, 189mg/dl, 316mg/dl, and 268mg/dl on the same device back to back. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.